Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device didn¿t spin and put itself in mode error when on arthropump. As per service report, this complaint can be confirmed. During evaluation, it was found that the cable resistance value was out of tolerance limits and keyboard wires were too short. Further, the head screws were damaged and the motor was corroded. Cable, motor and keyboard was replaced and the device was found to be functioning according to specifications. Fluid ingress into the device and contact with the motor is responsible for the corroded motor. Corroded motor would have caused the device not to spin. We cannot discern how the cable resistance value became out of tolerance limit. User mishandling can be the most probable root causes of the other failures. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(6). UDI: (B)(4).

Event description:
It was reported by the customer that the device doesn't spin and puts itself in mode error when on arthropump. No further information available